Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 277 mcg/ml of clonidine at 213.27 mg/day, 14 mg/ml of bupivacaine at 10.779 mg/day, and 20 mg/ml of morphine at 15.398 mg/day via an implantable pump for non-malignant pain. It was reported the device was interrogated and the logs showed that multiple motor stalls and recoveries had occurred. The event date was provided as (B)(6) 2019. The patient had not had a magnetic resonance imaging procedure. The pump stall was currently active, as of (B)(6) 2019, and the logs showed the stopped pump period may exceed tube set message had occurred. Motor stall considerations were reviewed. The pump off password was provided, per the physician's request. Device return was requested. The rep planned to confer with the physician. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pump would be explanted. No further complications have been reported.